Event description:
It was reported that, after a tka surgery, a lgn ps high flex xlpe sz 5-6 11mm cam broke. A revision surgery was performed in order to exchanged the broken insert. It is unknown the current health status of the patient.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery performed in 2014, a lgn ps high flex xlpe sz 5-6 11mm cam broke. A revision surgery was performed on (B)(6) 2022, in order to exchanged the broken insert. It is unknown the current health status of the patient.

Manufacturer narrative:
Additional information: d6b b5.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported that, during a revision surgery (unspecified cause), a lgn ps high flex xlpe sz 5-6 11mm cam broke, inside the patient, while trying to be inserted. It is unknown how the pieces were retrieved. The revision surgery was completed with a s+n back up device and without any delay. It is unknown current health status of the patient.

Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed approximately 8 years post implantation due to the insert ¿cam broke¿. It was communicated that the requested documentation was not available, and the current patient status is unknown. Without the supporting clinical documentation, no clinical factors could be concluded to have contributed to the event. Patient impact beyond the reported post breakage and revision procedure could not be determined. No further medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with drawing print, the final inspection includes the verification of part configuration per print. Also, material specification document shall control the quality and manufacture of the material used for implant manufacture. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury or size selected. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.internal complaint reference number: case-2022-00131469-1